Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 4 months. (B)(4). The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018, for suspected gastrointestinal (gi) bleeding and had several episodes of dark tarry stool. The patient presented with weakness, shortness of breath, nausea, dizziness, and poor appetite. Upon arrival, the patient¿s hematocrit (hct) was 16 percent. The patient had lab work done and results showed hemoglobin of 5.1 g/dl. The patient was transfused with a total of 4 units of packed red blood cells (prbcs) treatment for anemia. At the time of event, the patient¿s anticoagulation regimen included aspirin, warfarin and bumex was on hold. An esophagogastroduodenoscopy was scheduled on unspecified date. Reportedly, the event was ongoing. No additional information was provided.